Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU) regarding reprocessing. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Event description:
Upon the return of the customer¿s evis exera iii colonovideoscope to the olympus service repair center, it was discovered that the nozzle was clogged with a non-organic amalgam of translucent and fibrous material, which led to an air and water flow issue (neither could be output due to the clog). There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the nozzle was clogged with a non-organic amalgam of translucent and fibrous material, which led to an air and water flow issue (neither could be output due to the clog). The following additional findings were also noted: bending section cover separated and deteriorated, assorted cracks, wrinkles, and assorted wear and tear, and insulation and angulation out of the specified respective values. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.